Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last (B)(6) the right ventricular (rv) lead had a svc (superior vena cava) impedance warning for one high/undefined impedance measurement and then the impedance returned to baseline. Now in (B)(6) there were another high/undefined svc impedance warning but per the impedance graph the trend to be at baseline. The other impedances showed to be variable. It was also noted that the alert for the svc has been disabled at a prior date. The svc coil was programmed off due to impending fracture. The rest of the rv lead remains in use. No patient complications have been reported as a result of this event.